Event description:
The customer reported getting a reboot error and the system's images were black. This could cause the system to become unusable due to the loss of live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery and snubber board were replaced nd the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.